Event description:
Nurse was starting a new IV on patient, using the butterfly. She got into the vein and withdrew the needle. She went to flush it with saline, and blood and saline sprayed out of the IV.